Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak which source and location are unknown. A new ipp was implanted and there were no patient complications reported.